Event description:
It was reported that the patient presented to the emergency department due to inappropriate shocks. Imaging revealed that the right ventricular lead had dislodged and showed a drop in sensing, a drop in impedance, and a loss of capture. The lead was repositioned on (B)(6) 2025. The patient was stable.